Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 26 mmol/l the customer was treated with backup plan. The customer stated that the insulin pump received motor error alarm. Customer was able to clear the alarm and rewind the insulin pump. The product will not be returned for the analysis.